Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The same day as the event onset, the patient was treated with cefazoline (at a dose of 1g per day, intraperitoneal, discontinued after 4 days), ceftazidime (at a dose of 1g per day, intraperitoneal, discontinued after 4 days) for the event. Five days after the event onset, the patient was treated with ceftazidime (at a dose of 1g per day, intraperitoneal, discontinued after 8 days) for the event. On an unknown date, the patient recovered from the events. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.